Event description:
It was reported that heparin was intended to run at 0.9ml/hr. But observed to be infusing at 1ml/hr. Instead. There was patient involvement but no harm. Bd clinical practice consultant conducted a preliminary analysis of the reported issue by reviewing the device logs and report from infusion knowledge portal (ikp). It was found on ikp report that "heparin vod or bolus was running at 0.9ml/hour at 2:17 there patient side occlusion alarms and then the rate was changed to 1ml/hour." On the device logs, it was found that the change of rate to 1ml/hour was due to user pressing the up arrow key, thereby increasing the value from 0.9 to 1ml/hour.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that heparin was intended to run at 0.9ml/hr. But observed to be infusing at 1ml/hr. Instead. There was patient involvement but no harm. Bd clinical practice consultant conducted a preliminary analysis of the reported issue by reviewing the device logs and report from infusion knowledge portal (ikp). It was found on ikp report that "heparin vod or bolus was running at 0.9ml/hour at 2:17 there patient side occlusion alarms and then the rate was changed to 1ml/hour." On the device logs, it was found that the change of rate to 1ml/hour was due to user pressing the up arrow key, thereby increasing the value from 0.9 to 1ml/hour.